Event description:
Pt experienced pain and swelling of the foot post achilles tendon repair with orthadapt augmentation. The onset date is unk. Approx eight months post repair, the bioimplant was explanted; the physician indicated the tendon was healed.

Manufacturer narrative:
In addition to foot deformity, the surgeon noted that the pt had been diagnosed with osteomyelitis of the calcaneous, which is the likely contributing cause of the event. At the time of explant, the achilles tendon was noted to be healed. The explanted graft was not returned to the MFR for eval. Additionally, the pathology report could not be provided. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirement. The MFR of the device at the time was pegasus biologics, inc.